Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the liquid crystal display (lcd) not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd was found to not be working. The lcd printed circuit assembly board needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.